Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported that there was a leak in the tubing near the pump but the exact location was unknown. The unit was powered down. The doctor advised the patient to discontinue use of the device. Medication being infused was unknown. No patient injury reported.